Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart xl defibrillator did not deliver a second shock during cardioversion. Additional details have been requested. There was no adverse patient impact.